Event description:
Boston scientific crm received information that this lead exhibited numerous pacing impedance measurements that were greater than 2000 ohms. All threshold and sensing measurements were reported to be fine and there was no noise or over/under-sensing observed. The physician has elected to monitor the patient.

Manufacturer narrative:
As of today the lead remains in service. No adverse patient effects reported.